Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that this patient disconnected the controller from the ac adapter, while connected to an ac adapter and a battery, and the pump stopped. The patient connected another battery to the open port and the system returned to normal operation. There was no reported patient injury as a result of this event. The controller (B)(4) and battery (B)(4) were returned to the manufacturer for evaluation. The reported event was confirmed via review of the controller log files, which revealed a loss of power event. The returned controller passed visual inspection and functional testing. The battery reported in this complaint was removed from the market as part of fsca apr2014.1 and was destroyed as part of the required actions; therefore, the device was not available for analysis. The most probable root cause of the reported event cannot be conclusively determined; however, a possible root cause may be attributed to a malfunctioning power source. Complaints of this nature will continue to be tracked and trended. Field safety notice (fsca apr2014) was issued to provide patients and healthcare providers with information to recognize batteries with less than two hours of run time, as well as reemphasize instruction on actions to take when battery alarms occur and reinforce proper power management field safety notice was then expanded (fsca apr2014.1) in order to remove batteries from the field that were released prior to the implementation of enhanced battery screening process to address and prevent battery failures. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. The instructions for use and patient manual include a reference guide for alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of devices are also outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. This is two of two reports (3007042319-2014-00924 and 3007042319-2016-00124) submitted for devices related to the same event.

Event description:
It was reported from the united states that the controller was connected to a battery and controller ac adapter and when the controller ac adapter was disconnected for the patient to use the restroom, the ventricular assist device (vad) stopped. The patient connected a second battery to the open power port on the controller and the vad restarted and returned to normal operation. Preliminary analysis of controller log files showed two vad stops in this patient's history. A controller exchange was performed. The controller and battery were removed from service and the patient was issued replacement devices. The controller and battery were returned to the manufacturer for analysis. There was no reported patient injury as a result of this event.